Event description:
After having a diagnosis of a blood clot in my left lung, a greenfield filter was placed by dr. (B)(6) at (B)(6) hospital. I was placed in an unmonitored room and my blood test results began to drop showing internal bleeding. Approximately 18 to 30 units of blood and packed red blood cells were transfused. The number of units are what was told to me by various doctors and the medical records. Three days later, surgery was performed to repair my vena cava and right femoral artery which had both been punctured by a prong of the greenfield filter. Why did the doctors wait so long when it was apparent that I was hemorrhaging? There was lividity on my back and down my right leg. Two days later when the nurses tried to get me up, I was unable to move. A CT was done, and it was discovered there was a bleed on my brain, I was transferred to cleveland clinic, with two burr holes being put into my head to relieve the pressure and bleeding. Also, a drain was placed to remove blood. After 5 days, I was transferred back to (B)(6) hospital, where I was placed in picu and then transferred to in-patient rehab for several weeks. I had a hemorrhagic stroke due to the brain bleed. After a few weeks, I was diagnosed with blurred vision and pressure in my eyes. It was discovered I had hydrocephalus. I was sent to cleveland clinic, tested and told by the nurse practitioner I had fluid on my brain. When dr (B)(6) came into my room, he made no mention of the diagnosis, said I need to go back to my former neurosurgeon, dr (B)(6) in (B)(6). I had not seen him in over 15 years. There were two paramedics from (B)(6) in the room with me, with one taking notes. They returned me to (B)(6) hospital where I was diagnosed again with fluid on the brain by dr (B)(6) and dr (B)(6), a neurosurgeon and ophthalmologist. I received a shunt in (B)(6) 2009, and it had to be replaced a week later, due to problems with the placement. I have had numerous problems between these hospitalizations for many diagnosis. I do realize these problems were from errors by doctors in both hospitals, but feel it needs to be known that a greenfield filter can cause major problems from prong puncture. On initial admission, blood thinners were given to me, blood tests were not done for 4 days, inr went to 11, 53.